Manufacturer narrative:
(B)(4). Date sent: 3/30/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device on a vessel/artery when it would not open? If yes, how was the device removed? (Cut off, forced open) if the device was cut off, was there any damage to the vessel/tissue? If yes, how was the damage addressed/repaired? Were the device jaws eventually opened? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, when used, the jaws are locked and cannot be opened, so the clip cannot come out. No patient consequences were reported.